Event description:
The customer reported via phone call that the insulin pump had a blank display. During troubleshooting, the customer confirmed that the battery cap was stripped. The customer stated that this damage occurred over time with use. Blood glucose level was 336 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. The insulin pump passed self-test. No isolation tape damage noted on lcd board. The insulin pump was received missing segment due to cracked zebra connector on lcd board. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, and cracked belt clip slot, cracked battery tube threads and cracked reservoir tube. No stripped battery cap coin slot noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.